Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/25/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient was using the dexcom system at the time of event and did not have any cellular service while she was out of the country. While driving around, the patient's husband noticed that the patient was unresponsive to their conversation and pulled over. The patient's husband gave the patient mountain dew and candy and the patient slowly became responsive afterwards. On (B)(6) 2017, the patient went to see their physician to report the incident and the physician concluded that the patient was in stable condition and instructed the patient on the proper procedures to elevate their blood glucose readings using glucagon. There was no allegation against the dexcom system. No additional patient or event information is available. Data was provided for evaluation but does not reflect the full investigation window. Problem could not be confirmed. A root cause could not be determined.